Event description:
According to the reporter, during a laparoscopic gastric bypass, the stapler was not opening once staple load attached. They were not able to use the stapler for the rest of the procedure. They tried on two different staple loads to confirm staple malfunction. Another stapler was opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The following information was received in the incident description from the account: the stapler was not opening once staple load attached. They were not able to use the stapler for the rest of the procedure. They tried on two different staple loads to confirm staple malfunction. The instrument was unavailable for evaluation. However, the reload received was found to test satisfactory. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.